Manufacturer narrative:
(B)(4). The device was not returned for analysis. The reported device expiration issue was confirmed. It should be noted that the xience sierra everolimus eluting coronary stent system instructions for use states: do not use after the use by date. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents from this lot. There is no indication of a product quality issue with respect to manufacture, design or labeling. The investigation determined the reported difficulties appear to be related to user error as the device was used past the expiration date.

Event description:
It was reported that the 2.75x12 mm xience sierra stent was expired when it was implanted in the first obtuse marginal coronary artery on (B)(6) 2021. There were no adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.